Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that all of the keypad buttons were under responsive. The reporter noted that there was moisture present in the battery compartment. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, no damage was found to the keypad. All buttons were found to respond to pressure appropriately. The keypad was removed, and no damage was found to the button contacts. Corrosion was observed in the battery compartment. The battery compartment was found to be cracked alongside of the pump. A leak test was performed and found that the pump leaks at the battery compartment. The pump was opened, and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.